Event description:
It was reported that the user was unable to attach a luer connector during a supply change, and attachment was achieved after using a different luer connector from another lot, indicating a connector fit or engagement issue with the initial component. No reported clinical effects. Outcomes included no reported impact on health or therapy interruption. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue resolved when the connector was replaced, suggesting a component-specific compatibility or dimensional anomaly limited to the original luer connector. It was concluded that the device functioned as expected with an alternate connector and that the event was attributable to a malfunction of the initial luer connector.